Event description:
Broach attached to broach handle and inserted into patient became stuck and unmovable in patient's humerus. Threads and screw stripped causing broach handle to be useless. Removed broach through osteotomy of humerus.